Manufacturer narrative:
The customer reported that the AED is displaying a service code warning for replace battery now and the asi is flashing red. Communication with the customer found that the battery pack and the pads were expired. The maintenance schedule is reported as infrequent and the AED is being tested incorrectly. The customer was instructed on proper maintenance and referred to the distributor. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function as designed. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is reporting a replace battery now warning and the asi is flashing red. The reported event did not occur during patient use.